Manufacturer narrative:
During inspection and testing, the jaw insulation on the bipolar instrument is damaged. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely this complaint was caused by excessive force. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Repaired by a third party.

Event description:
The customer reported to olympus that after the procedure they discovered that the bipolar hand instrument could not be taken apart. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the jaw insulation on the bipolar instrument is damaged. This report is being submitted for the malfunction found during evaluation (the jaw insulation on the bipolar instrument is damaged).